Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the port line broke above the positive pressure cap. Patient arrived to clinic. Father reported that port line broke above the positive pressure cap. Blina was infusing and father paused pump at 10:15am after line broken. No blood from catheter, alligator clamp applied by rn upon arrival to clinic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing luer is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use residues throughout the device. It was observed that the luer was missing from the device and not returned for evaluation. The original clamp was not returned with the infusion set. A microscopic observation revealed the extension tubing to have striations and what appeared to be adhesive along the proximal end of the device. A circumferential indentation was observed near the proximal end of the tubing. The cause of this failure was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.